Event description:
Clinic notes indicated that the patient experienced bradycardia with high vns stimulation on their current m105 generator (captured in MFR. Report # 1644487-2014-02030). It was also implied that it may have occurred with their initial generator (as captured in the current report). No further relevant information has been received to date.